Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the rptr, the device alarmed connect electrodes and would not charge. A backup device was called for and used but the pt was not resuscitated. The rptr indicated the pt's death was not caused by or contributed to by the alleged malfunction because the pt was not viable and the availability and use of a backup device.